Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a scratch on the optic after implantation into the patient's eye. Account indicated that the patient had no visual issues. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a dvd and a customer drawn picture were received for evaluation. The video showed an intraocular lens (iol) claimed to be a tecnis 1 pc optiblue iol preloaded in the simplicity delivery system (model dcb00v) being implanted. The images were video captures at different times and showed a scratch-like mark located in the lens periphery near to the lens haptic. Due to the location of the reported mark, it is not expected to cause visual distortions or to impact the iol performance. The clinical impact and the potential root cause of the reported issue could not be determined from a video assessment. The complaint issue "cosmetic issues" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.